Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4) implantable cardioverter defibrillator (B)(6) 2012; (B)(4) implantable tachy lead (B)(6) 2012; (B)(4)implantable pacing lead (B)(6) 2012; (B)(4) stent graft (B)(6) 2011; (B)(4) stent graft (B)(6) 2011; (B)(4) stent graft (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(4) (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.